Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the rv lead had low impedance to less than 300 ohms. Pocket stimulation was also noted. The lead was replaced. No additional patient complications were noted.